Event description:
It was reported that the after the stylet was used it ¿could be¿ fully reinserted into the lead again. It was noted that also other stylets could not be inserted fully. It was noted that there was an explant and replacement of the lead. It was noted that the patient was alive with no injury and there were no patient symptoms or complication associated with the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found no anomaly. Analysis of the stylet found no significant anomaly. It was noted that the stylet wire was bent in numerous places throughout the wire.